Event description:
This (B) (4) study patient (B) (6) indicated that during the index procedure, the patient had a brachio right facial deficit with fluctuating aphasia occurred six hours after the aneurysm treatment. Two angio scanners with perfusion at 24hours intervals were normal except the presence of left hemispheric edema, and continuation of heparin and especially a correction of renal failure. Later an MRI done at eight days showed lacuna at center oval left. Clinically: almost complete regression of deficits and aphasia, only small loss of right arm motility. The report also indicated that there was difficulty with stent placement. Additional information was requested.

Manufacturer narrative:
The patient did not have a history of previous sub-arachnoid hemorrhage. During the procedure, a non-ruptured aneurysm located in the middle cerebral bifurcation was treated with a 4.9mm sac height, 5.9mm sac width, and a 4.1mm neck. A 14mm enterprise stent ((B) (4)) was placed without any balloon. Heparin was given intra-procedure, and aspirin and antiplatelet was giving pre and post procedure. Additional information will be submitted within 30 days of receipt.